Event description:
There was an allegation of questionable estradiol g3 elecsys results from the cobas e411 disk analyzer. The questionable results were reported outside of the laboratory and the doctor questioned them based on the patients' condition. The repeat results were believed to be correct. Data was only provided for one patient. The initial result was <5 pg/ml and the repeat result was 475.6 pg/ml. The reagent lot number was 590311. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer performed preventive maintenance but afterward, the customer had further qc issues. The investigation is ongoing.

Manufacturer narrative:
The reagent expiration date was 31-jul-2022. The investigation did not identify a product problem. The cause of the event could not be determined. The field service engineer performed ran assay performance tests and operational and mechanical checks passed. The customer ran qc that recovered within the expected ranges. The calibration and qc data were acceptable. The analyzer alarm trace did not contain a conspicuous event.